Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that when attempting to peel the sheath apart after the midline catheter was inserted the orange handles on the top part of the sheath ripped apart from the rest of the sheath. This occurred in the special procedures room and the catheter was being inserted into the cephalic vein of the left arm. The inserting nurse was able to remove what was left of the sheath from the pt's insertion site using forceps. The catheter was placed successfully. There was no delay in treatment. No complications or death occurred to the pt.